Manufacturer narrative:
(B)(4). Evaluation of the provided patient x-rays confirms the reported dislocation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned to manufacturer.

Event description:
It was reported that the patient's left hip dislocated 4 months post implantation. The patient was sitting in chair with both feet flat on the floor and hip dislocated. Patient was taken to ER where dislocation confirmed and relocated. Patient noted continued pain afterwards.